Manufacturer narrative:
The complaint of a proximal occlusion alarm on the 146870489 could be confirmed due to a lot review. A photo was returned showing the packaging information. No samples were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was stated in the report that the intravenous (IV) tubing has been more pliable. When the pumps pull fluid, the suction ends up collapsing / occluding the tubing causing the pump to alarm proximal occlusion. This occurred during an infusion involving multiple pressor medications. There was no report of patient harm.